Event description:
A malfunction alarm, specifically malf 12, was reported with the fault ID 0x2071. There was no adverse impact to the customer's blood glucose level. Customer was assisted with resetting the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and instructed to contact support if the alarm occurs again.